Event description:
It was reported by service manager from the third party distributor, that the foot side is not working on up & down. No patient involvement and no adverse consequences.

Manufacturer narrative:
Foot end lift assembly. Customer evaluated the product.